Manufacturer narrative:
Customer did not make device available for evaluation.

Event description:
A patient reported seeing sparks and a "fire ball" from the bed frame during the night. Hospital staff inspected the device and observed exposed bare wires which had come in contact with the bed, resulting in the spark and a burn mark on the bed frame.